Manufacturer narrative:
(B)(4). Baxter received and evaluated the device adn found it was out of specification in relation to the reported symptom, air in line alarm, which was not reproduced but confirmed during a review of the device event history log. Evaluation found continuity across the upstream sensor tail pins. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the catheterization laboratory. It was also reported there was no patient involvement.